Event description:
Port-a-cath appeared to be non-functioning. Fails to aspirate and when flushed subq tissue is infiltrated. When removed it appeared that the connector tubing assembly portion of the port-a-cath was broken. New port-a-cath was inserted. No injury to the pt occurred except for return to surgery for replacement of the port-a-cath.